Event description:
Hospital advised a pt was admitted for subarachnoid hemorrhage. At 5:00am in a bag of dopamine, concentration of 800mg/250ccns was hung. This infusion was stopped at 11:00am and the bag left at the bedside. At 7:30pm the pt developed hypotension and the dopamine was restarted. The pt's heartrate increased to 150 and blood pressure increased to 170-180/110-112. The drip was stopped and the pt became hypotensive again. The pt continued to be hypotensive until midnight. At 3:00am the nurse noted that the first bag of dopamine was empty eventhough it had only been running at no more than 2cc/hr during the times it was being infused. The nurse hung a new bag and set it up to infuse at a rate of 0.1mvcg/kg/minute. One hour and 45 minutes later this bag was empty. Throughout this time the pt was receiving d 5.45 with 20kcl at a rate of 100cc/hr on another channel. The pt also rec'd a 250 ns bolus at 7:30pm and a vancomycin piggyback at 11pm.